Event description:
It was reported that the device failed to detect the therapy cable connection and provided the "connect cable" message. The device would not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance and recommended replacement parts to troubleshoot the issue and repair the device. Several attempts to follow up with the customer regarding the device issue was not successful. Therefore, further cause for the reported failure could not be determined.

Manufacturer narrative:
Further follow up with the reporter found that the facility biomed determined the cause for the issue to be a loose therapy connector. The biomed reseated the therapy connector to resolve the issue and repair the device. The device has been returned to service for use.